Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the screen was flickering during use and an unusual smell was observed. After that the system didn't ventilate so the hospital changed the system. No injury reported.

Manufacturer narrative:
The affected device was checked by a dräger service technician and the log book were provided for further investigation. The log book shows that the device performed several warmstart at the reported time of event and generated the alarm ¿mixer inop¿. It was determined that an overheated capacitor on the pcb way measurement system led to a malfunction of air valve. The overheated capacitor also resulted in the unusual smell. The affected pcb it is encapsulated into a metallic housing and the current consumption is limited, a potential fire is therefore minimized. The problem was solved by exchanging the affected part. The device reacted as specified to the deviation by generating a visual and audible alarm and performing a warmstart in an attempt to solve the issue. During this time, the device generates an audible alarm and an emergency-breathing valve opens allowing for spontaneous breathing. In the event of an unsuccessful warmstart, a continuous audible alarm will be activated and the emergency-breathing valve would remain open. Manual ventilation may be considered necessary.

Event description:
Refer to the initial-report.